Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown) at the oncology unit. The device was programmed last week and there was only 1 hour left of the infusion, but there was clearly more than that in the infusion bag. The user double-checked the programming which was correct but noticed there was significant crimping of the tubing. The suggestion to mitigate this was to move the pump key up along the tubing when taken out of the pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.